Event description:
From staff: synergetics bipolar cautery 25ga was opened to the field and the cst noted the wiring covering did not extend to where it should have, exposing some of the 'wire/connector'. The instrument was taken off the field and replaced with another. No harm to anyone or anything, just a slight delay to get another instrument and open it to the field.